Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The specific cause of the tingling was not determined, but the patient's stimulation is likely involved. As an intervention, patient was instructed to turn off the stimulator and a new program was added to the patient¿s implant that didn't involve electrodes with abnormal impedances. Patient reported tingling was better upon office visit with the surgeon but they still could feel small/short tingles randomly. Surgeon explained revision option and sent patient home on same program and wants to see them back in a couple of weeks for follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced tingling on the left side of the body and extremity. The electrical sensation stopped when the therapy was turned off. The therapy parameters were set at 3.3v, 90us, and 165hz with an electrode configuration of +2 -1. Impedance tests were conducted, showing various high values, and a subsequent test at 3v indicated similar results. The issue was not resolved through troubleshooting, and the patient has an upcoming appointment with the surgeon to consider programming alternatives.